Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow button was intermittently unresponsive and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 10/04/2013-device evaluation:the pump has been returned and evaluated by product analysis on 09/16/2013 with the following findings:the keypad was found to be peeling at the up arrow. Evaluation revealed that the up arrow and contrast keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Additionally, a crack was visually observed along the battery compartment from the threads to the finger pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #2 date of submission 10/04/2013-correction:please disregard the following statement from the h10 field of the previous supplemental report 2531779-2013-11764 sent on 10/04/2013; statement was included in error:"animas has conducted a review of the device history record for this pump and confirmedthat it was operating within required specifications at the time of release."